Event description:
It was reported that the pt no longer wanted the device system. When it was removed the hcp noted the anchor was separated. The pt recovered without sequela. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(6) 2009).